Event description:
Disposable towels opened for open carotid endarterectomy. Towel given to provider to dry his wet hands prior to donning gown/gloves. Provider commented about amount of lint on hands and arms.